Event description:
Coil friction encountered while attempting to place coils. Per the doctor's initial report, the friction encountered while attempting to pass three coils in question added 1-1/2 hours to the procedure time.